Manufacturer narrative:
The manufacturer initially received information alleging the patient has passed away. There is no allegation that the device contributed to the death. No other information has been received. The device was returned to the service center for evaluation. During the evaluation of the device, the service center internally/ externally inspected the device and no faults had been observed. The device passed all tests. Section d4, g2 and h6 have been updated in this follow up report. UDI related data quality updates only. The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging the patient has passed away. There is no allegation that the device contributed to the death. No other information has been received. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.